Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the implantable cardioverter defibrillator revealed that it was oversensing post-sensed t-waves in multiple episodes of non-sustained right ventricular oversensing. There were no mode changes or inhibition of pacing. The patient was asymptomatic and in stable condition, and would continue to be monitored.